Manufacturer narrative:
A ge service representative performed an on site investigation. Two fuses were replaced and a request was made to have an electrician evaluate the power usage. The system operates as intended.

Event description:
The customer reported the 7900 system would not boot up. No pt injury was reported.